Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the moderately tortuous shunted left brachium cephalic vein. The 5.0mm x 40mm sterling over-the-wire balloon was advanced to the lesion for treatment and the balloon ruptured at 10atms on the first inflation. The device was removed from the patient intact without incident. The procedure was completed successfully with a 5.0mm x 20mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling over the wire balloon catheter with no other devices and no original packaging. It was noted during unpackaging that dried blood and contrast were present on the outer surfaces of the device. Visual and tactile examination of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 15 mm long. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing records were reviewed and confirmed that no issues or discrepancies occurred during production of this batch that could have contributed to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context as the device met specifications but performance was limited by interaction with other devices, interaction with patient anatomy or other procedural factors. (B)(4).